Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch.

Event description:
It was reported that the insulin pump had blank display. Customer reported that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 7.7 mmol/l. Customer reported that the insulin pump was beeping. Customer noticed moisture in the battery compartment. The customer reported that the display returned after pump restart. Customer stated they were able to clear the alarm. Customer stated the buttons were working and responding. The customer performed self test and passed. The insulin pump will be returned for analysis.